Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that battery cap was stripped and that the battery compartment had a hairline crack. The reporter stated that with the last battery change which had been over 6 months ago, it was difficult to get the battery cap off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.